Event description:
The device ds2adv auto CPAP was returned to the third-party service centre. And observed the pca burned, iso port, blower box and blower contaminated. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.